Manufacturer narrative:
Product event summary: the transeptal needle was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the attempt for transeptal access, the customer was feeling that the needle was difficult to go out the catheter. It was noted that there may be something wrong with the tip of the needle which appeared to be trimming the inner material of two different catheters and producing plastic burrs. Finally a new needle and a new catheter was used and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the transseptal needle, ep003994s with lot number 207745927, was returned and analyzed. There were no anomalies found with the needle. However, it is plausible that skiving occurred as there is a compatibility issue with the needle and a competitor sheath. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.